Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that sensors could not be connected. Customer's blood glucose was unknown. Cannula was missing when sensors were removed. Customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.